Event description:
User reported that she was at an event on ((B)(6) 2010) and she decided to show people how the device dithers in balance function. User stated that someone lightly pushed/tapped the device and that the device moved forward very fast and went approx 8-9 feet. User stated that, when the device stopped, she fell from the device. User stated that she was not wearing the provided lap belt at the time of the event. User stated that, while in balance, the device fell over forward. User stated that she was taken by ambulance to the ER for shoulder pain, neck pain and a broken nose. The user did not have x-rays. At the time that the event was reported to the company on (B)(6) 2010, the user stated that she had a black eye and may seek dental care. User also stated that she hit her forehead, has rug burn on her face, nose, and forehead and that her glasses were broken. The device remains with the user for her continued use. This report relates to independence technology complaint # (B)(4).

Manufacturer narrative:
Service was dispatched to inspect the device and retrieve the electronic configuration file (ecf) for eval. A report on field service activity (sar) and a device checkout record (fcr) was forwarded to the complaint handling unit (chu) per standard operating procedure. The user has not reported any recurrence of the described event since the completion of the service activity. The ecf was evaluated for the reported event and the results were sent to the chu for inclusion in complaint records. The ecf and the associated "black box" data did not indicate a device malfunction or other fault condition. Data indicates that the device attempted to maintain / regain balance following a pitch disturbance or constraint, and that the device then auto-transitioned (per design) to 4-wheel function. The device then went to a fail-safe condition (per design) when conditions became too dynamic to maintain stability in 4-wheel function. The data do not corroborate/support the user's report that the device was lightly pushed/tapped, but indicates that the device had become constrained/stuck on an object or was interfered with by an external force.